Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection noted that the device has the guidewire detachment due to rotational wear in the middle of the device at 225cm from the proximal section, also it has the spring tip stretched and kinked. Overall length couldn't be measured because of the guidewire detachment due to rotational wear in the middle of the device. Also, the outer diameter (od) of the distal tip couldn't be measured because the spring tip was detached, stretched and kinked. The od of the middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01006. It was reported that a rotawire fracture occurred. A peripheral rotawire¿ and a 1.75mm peripheral rotalink® plus were selected to treat the target lesion. During the procedure, the device was tested outside the patient's body, it was noted that the wire snapped and broke and 1/4 of the wire got stuck in the burr of the catheter. The rest of the wire was pulled out from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01006. It was reported that a rotawire fracture occurred. A peripheral rotawire¿ and a 1.75 mm peripheral rotalink® plus were selected to treat the target lesion. During the procedure, the device was tested outside the patient's body, it was noted that the wire snapped and broke and 1/4 of the wire got stuck in the burr of the catheter. The rest of the wire was pulled out from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was fine.